Event description:
There was a break in the catheter joint only after a short period (about a week) of use. Patient injury was indicated due to an air embolism caused by the break. No other information provided.